Manufacturer narrative:
This product is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Upon placing the lead and extending the helix 12-15 turns the physician determined placement was sub-optimal and attempted to retract the helix but was unable. After several attempts the lead was retested and found no longer sensing intrinsic activity. The physician was finally able to free the helix and extract the lead by rotating the lead body. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.